Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma and lymphadenopathy are physiological complications. And analysis of the device generally does not assist allergan in determining a probable causes for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, baker grade unknown and seroma.

Event description:
Healthcare professional reported, right side rupture. Capsular contracture, baker grade unknown. "Ill with inflammatory symptoms associated with swollen lymph nodes in the armpit, collarbones and neck". The device has been explanted.

Event description:
The events of rupture and capsular contracture, baker grade unknown were confirmed to not have occurred.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: ¿ lymphadenopathy: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ rupture: not observed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.